Manufacturer narrative:
Other relevant device(s) are: software: fusion (B)(4), 9733467, software version: (B)(4). Device evaluation has not been done at the time of submitting this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery. It was reported that the system would go unresponsive in navigation. The site was using it, got through registration, then in navigation it went unresponsive. They did a hard shut down and when the system came back up they had lost their registration. The system did not go unresponsive again. It was noted the system stays on all day, every day, and only gets shut down a few times a month. There was a procedure delay of less than one hour and there was no impact to the patient.

Manufacturer narrative:
"H3: a medtronic representative went to the site to test the equipment. Testing revealed that software on the navigation system was uninstalled and re-installed to restore functionality. The system then passed the system checkout and was found to be fully functional. " medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.